Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 352 mg/dl and developed an infection at the pod¿s insertion site (arm) while wearing the device for more than 48 hours. An abscess was noted at the infusion site, with purulent drainage and erythema measuring roughly the size of a quarter. There was purulent discharge present on the catheter tip, with fluid leakage at the pod site. The patient sought medical attention on (B)(6) 2025 and was diagnosed with an abscess. The patient underwent laboratory testing, computed tomography (CT) scan of the arm, and antibiotic treatment. The patient was released after 6 hours.

Manufacturer narrative:
No damages or defects were noted to the fluid path components that would contribute to an infection at the infusion site. The exact cause of the reported infection could not be determined. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or the failure to deliver insulin.